Manufacturer narrative:
(Complaint number: (B)(4)). No samples were received. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. We have no further inventory of the material/batch. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of the production documentation indicates no deviations. No abnormalities occurred during in process control. Samples of this material/batch from remaining stock were visually and functionally analyzed. No deviations were observed. The complaint could not be confirmed. Further comments/recommendation: no defects/malfunctions were reported with the quickshield complete plus. According to conversation with the customer, they believe the needlestick to be due to user error. Therefore the complaint is closed as not confirmed. Complaint has been filed for documentation purposes due to the needlestick injury. Do not use if product has sustained any transport damages. Please handle our products according to their instructions for use.

Event description:
Customer states that a needle stick injury occurred during activation of the safety shield. The concerned employee indicated they were used to the previous version of the device with the non-rotational shield. The employee was stuck when the shield moved during activation.